Event description:
The unit burned, the unit has not been returned to co for inspection and may not be. No deaths or injuries were reported. Communication with the user revealed the user laid on the unit which was contrary to the instruction booklet.